Manufacturer narrative:
Analysis: the product has been returned for analysis and those results are pending. Conclusion: based on the limited information at this time, no conclusive cause for the event could be determined. Upon completion of analysis, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, three excised leaflets with a small remnant from one leaflet were received for analysis. All excised leaflets were slightly stiff but flexible except where mineralization was noted. Tissue deterioration due to visible mineralization was observed in two leaflets through the free margin and along the lunula where the leaflet attached to the commissure. Tears and abrasions due to contact with mineralization were observed on all leaflets. An abrasion was noted on the outflow lunula of one cusp. A small fenestration was observed in the lunula of one cusp. Radiography showed evidence of mineralization in two leaflets. The device history record was unable to be reviewed as the serial number of the device was not provided. Analysis determined reduced performance of the valve is attributed to mineralization. This finding is generally considered a patient related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report updated with device serial number, manufacture date and expiration date. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted. No adverse patient effects were reported. No additional details were immediately available. Additional information and device return are pending.